Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during diagnostic testing of the patient's scs system, the patient's scs lead exhibited high impedance. Troubleshooting and reprogramming of the patient's scs system was unable to provide stimulation. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's lead was removed. Reportedly, the doctor planned to revise the lead, but instead the dr. Decided to remove it.